Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: his blood glucose (bg) has been ranging anywhere from 25-300 mg/dl. With low bg he gets extremely tired. His blood glucose (bg) was 49 mg/dl this morning, with no symptoms. He waited a half hour, took his medication, then ate and bolused. Currently his bg is 196 mg/dl after taking 9.30 units of insulin. Patient states he guesses on his boluses and doesn't use the ezcarb/ez bg. Patient states since the pump was set up (including advanced features); he hasn't used them, and does not remember how, so he's been guessing and bolusing on his own. He states that he guesses based on his experience and carbohydrates. Patient is a brittle diabetic. He drops often, he reports, without symptoms. Customer technical support (cts) explained that if settings are appropriate, bolusing using advanced options will likely produce improved readings, and the he should treat lows immediately. Cts considered this to be misuse, because patient was instructed to use the advanced bolus options and opted not to. Cts explained to patient that since the nurse set these up for him, and intended him to use the advanced bolus per orders, it is in his best interest to do so. Cts explained that the pump trainer in his area will be contacted for him, and recommended he speak to his health care provider. There is no allegation of pump malfunction. This complaint is being reported due to the allegation that a patient on pump therapy experienced hypoglycemia. User error cannot be discounted as a contributory factor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. User error cannot be discounted as a contributory factor.